Event description:
Related manufacturer reference number: 2017865-2022-14479. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was discovered that both the right ventricular (rv) and right atrial (ra) leads failed to capture. Fluoroscopy revealed that the ra and rv leads were dislodged. The patient was asymptomatic. The ra and rv leads were explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Analysis was normal. No anomalies were found.